Event description:
Bedside monitors made a hissing noise, and then the screen went blank and white smoke came out form the top of the monitor. The monitor was quickly unplugged. These monitors are used in an intensive care unit (ICU) to monitor critical patients. Almost all of these patients are on oxygen which means this an oxygen enriched environment. When the power supply fails, the vital signs being displayed cannot be seen until the patient is put onto a portable monitor.over the last year there have been 13 incidents where this model monitor has failed with the same symptoms. Phillips was notified in january 2014 by phone and then in february 2014. In june 2014, philips met with biomedical engineering dept. Philips was shown three power supplies that had the same capacitor fail. Each one failed with the same symptom of a loud noise followed by smoke. The monitors were all purchased at the same time, approximately 6 years ago.